Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and (B)(6) 2009 and mesh and bs uphold were used. The exact dates of each product implantation were not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 in order to treat pelvic organ prolapse and stress urinary incontinence and mesh was implanted. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient experienced extrusion of mesh causing pain , dyspareunia, recurring urinary stress incontinence and bowel problems. The patient underwent excision of vaginal mesh and sling on (B)(6) 2009. Solyx (boston scientific) was implanted on (B)(6) 2009 due to stress urinary incontinence and extrusion. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-00049. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00049. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent complete excision and removal of vaginal mesh and cystoscopy on (B)(6) 2014.

Manufacturer narrative:
(B)(4).